Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 17:02:26. During night drain cycle one, the patient's ultrafiltration reading was 1311ml, indicating the home patient (hp) drained 1311ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4): the device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra peritoneal volume (iipv) event was identified in the event history log review. The cause was determined to be a false empty detect and the initial drain alarm volume was met. Should additional relevant information become available, a follow-up report will be submitted.